Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an enteropexy procedure, the device did not cut or staple. The stapler was replaced and the doctor requested another like device and the procedure was concluded. There were no patient consequences reported.